Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited that the charged coupled device was broken, the plug video connector is damaged, and the 3d image display had defects or wasn't displayed at all.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.